Event description:
A field technician of a distributor reported that the structure of a preva x-ray unit, serial number (B)(4), separated from its wall mount. The top screw of the wall mount was pulled out. Progeny confirmed with the dental office that there was no injury.